Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tacrolimus on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory and questioned by a doctor. The samples were repeated on (B)(6) 2022 on a second analyzer and the repeat results were deemed correct. The first sample initially resulted in a tacrolimus value of 3.8 ng/ml, which repeated as 7.1 ng/ml. The second sample initially resulted in a tacrolimus value of 3.3 ng/ml, which repeated as 5.5 ng/ml. The tacrolimus reagent lot number was 49711901, with an expiration date of 30-jun-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had no alarms. The calibration signals were slightly lower than expected for both calibrator levels, but did not appear to affect the performance of the calibration. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, there were alarms indicating system reagents were short and sample short alarms occurring near the time of the event. The field service engineer could not find any issues with the instrument. An instrument check showed issues with carryover on the second channel of the analyzer. No issue was found with the first channel of the analyzer. The sipper and measuring cell flow path were decontaminated. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field d4. Has been updated.